Event description:
A report was received that the patient had discomfort at the pocket site. The patient's physician elected to explant the patient's entire system. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient had discomfort at the pocket site. The patient's physician elected to explant the patient's entire system. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and operational environment evaluation performed. There was no complaint toward the device. The ipg passed all the required functional tests. This device exhibits normal characteristics. Device evaluation indicated that visual inspection of the leads was performed to ensure the device integrity. No anomalies were found.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-70, serial: (B)(4), description: linear st lead, 70cm.